Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Findings: pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
A customer reported via phone call indicating that their insulin pump does not work properly and wants a replacement. The patient's blood glucose level was 25 mg/dl at the time of the call. The customer stated that they just recently started using the insulin pump again after not using it for months, but the keep experiencing low blood glucose. The customer feels the insulin pump is not working correctly. The customer mentioned that they had a hospitalization in the past but does not remember any information about the event. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.